Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient's infusion set's tubing was not attached to the cannula and this issue occurred two weeks ago approximately. The patient did notice damage to the infusion sets when the package was first opened as the tubing was not connected to the site. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.